Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is lucency around the implant.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had initial pain relief following the procedure but later complained of a recurrence of pain. The surgeon determined lucency around the most superior positioned implant. In (B)(6) 2018, the surgeon performed a revision surgery where he removed most superior positioned implant using chisels and replaced it with a larger ifuse implant. He then added an additional ifuse implant to the si joint. The status of the patient following the revision is not known.